Manufacturer narrative:
As of today, no additional information is available and our investigation is compete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this device was seen in the emergency room after receiving an inappropriate shock for an atrial arrhythmia. A local field representative saw the patient in the hospital and performed a device check. The representative noted that the patient's arrhythmia started in the monitor only zone and then proceeded to accelerate into the ventricular tachycardia zone where the patient then received inappropriate therapy. Later, the device was reprogrammed without a monitor only zone. There were no adverse patient effects. The device remains in service.